Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the black ring on the reservoir is loose in the pump. The customer's blood glucose reading was over 300 mg/dl at the time of incident. Troubleshooting found that the o ring is missing. Customer declined to troubleshoot and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip also, unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the insulin pump was received with normal operating currents and passed a21 error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads cracked case at reservoir tube window corners. The insulin pump was missing the reservoir tube o-ring.